Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: granuloma. (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unspecified mentor gel breast prostheses developed calcified granulomas in both of her breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 465cc gel breast prostheses on (B)(6) 2018. The granulomas were not discovered until the replacement devices were explanted on (B)(6) 2020. It was reported that the granulomas were not attributable to the mentor memorygel breast implant 465cc gel breast prostheses implanted on (B)(6) 2018 but to a previous breast surgery. This medwatch report is for the patient¿s right breast prosthesis.